Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the clips were malforming and spitting out of the applier. Procedure was finished with another device. No pt consequences were reported.